Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check while the patient was in the hospital for heart valve replacement procedure, loss of capture on lv lead was observed. Programming change was made. The patient was discharged in good condition.

Event description:
It was reported that, during heart valve replacement surgery lv lead dislodged. Lead was then turned off. After few months when patient¿s ejection fraction declined the lead was explanted and replaced. No further information available.